Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d314drg implantable cardioverter defibrillator, (B)(6) 2011. (B)(4).

Event description:
It was reported that the atrial lead was intermittently undersensing. The lead is still in use. No patient complications have been reported as a result of this event.